Manufacturer narrative:
G4: (B)(6) 2021. B4: (B)(6) 2021. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced and installed the power cable harness to resolve the reported issue. Unit passed required performance verification tests and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09nov2020.

Event description:
The customer reported the battery stops charging when the machine is on its side. Different batteries have been tried, and the issue still persists. There was no patient involvement.